Manufacturer narrative:
Based on supplier investigation, the device history record could not be reviewed as a lot number was not provided. No sample was provided for evaluation, only a photo and video showing lint on the gloves and in bowl. The supplier checked on the retained sample. The average linting data was 0.12g/5 pieces and within limits (=0.38g/10 pieces). The operating room towel is made of cotton, so lint is born and inevitable. The intended use of operating room towel is to be used for applying medication to or absorbing small amounts of body fluids from a patient's body surface. Measures to better control and improve linting have been implemented. A suction process was added before products' final folding and operators perform this activity according to standard operation procedure requirements. In the folding process, one cloth bag protects 100 pieces of semi-finished products to avoid linting stuck onto the products during product transfer. Based on the investigation, all linting test data is within the acceptable range. There is no abnormal situation that has happened in production. Therefore, the root cause could not be determined and no further action. The complaint information was shared with the relevant sectors within the manufacturing facility for their awareness and we will continue to monitor for this type of incident.

Event description:
The customer reported that the blue, non- x-ray towels 101625 from the central venous line pack/ san22cvwrg were linting and fibers were found on the staff¿s gloves and in a bowl of saline. It was reported that a patient had a stroke. No patient demographics or any clinical data to link the events was provided.